Manufacturer narrative:
The leak at the rotating seal was investigated further. The access port chamber was transferred to design engineering and was CT scanned. Design engineering supplied the following findings: "the results show a misplaced septum and duckbill inside. The cause of the pressure drop observed while lap instruments were held at the 6 o¿clock position was most likely due to the inability of the septum puck assembly to traverse to the 6 o¿clock position due to a misplaced duckbill. The puck contacts the duckbill, stops, and then the septum cat-eyes and insufflation is lost."

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The entry guide and the access port were inspected and found to have no visible physical damage. The wound retractor of the access port was not returned. The access port could not be tested for pressure during initial failure analysis. Root cause may be due to other factors unrelated to the product.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the access port wound retractor had decreased abdominal pressure during forceps insertion and inability to maintain abdominal pressure. A backup same da vinci accessory was used for the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive followed up and obtained additional information. It resulted in sudden/rapid of insufflation. There was 15-20 minute delay. There was no intra-operative complication. Insufflation was resolved by exchange. There was no patient injury due to the event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed advance failure analysis (afa) of the access port kit. The initial analysis was not confirmed. The access port was found to have a leak at the rotating seal. The returned entry guide was installed into the returned access port and was pressurized to 15mmhg. A 5.6mm obturator was inserted through the rotating seal, translated laterally and swept 360 degrees around the opening and a leak was observed when the obturator was at the 6 o¿clock position with respect to the 5-12mm label. The insufflator's flow setpoint was set to 20 slpm and with the obturate at this leaking position, the insufflator was unable to exceed 3mmhg while flowing 20slpm.

Event description:
Refer to h11 for follow-up information.